Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is similar to a device marketed in the u.s. The event occurred outside the us and is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: comp-lead 1997-(B)(6), 439688 lead 2014-(B)(6). (B)(4).

Event description:
It was reported that approximately three weeks after implant the patient developed an infection. The patient received intravenous antibiotics and the implantable cardiac defibrillator (ICD) and leads were explanted. The patient is a participant in the product surveillance registry. No further patient complications have been reported as a result of this event.